Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit and poor water tightness of cable unit. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head endoscopic image could not be displayed due to disconnection in cable unit, and the water tightness was lost due to poor water tightness of cable unit. There was no patient involvement.